Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to high blood glucose of 700 mg/dl. The customer stated that his knees were cramping and he was on the verge of diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. The customer was treated with manual injections and the blood glucose reading was 224 mg/dl at the time of discharge. The customer stated that the insulin pump is not delivering insulin. The customer went to see his doctor for symptoms of diabetic ketoacidosis. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Bolus delivered properly during testing and no bolus anomaly noted.